Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt since the lateral wall branch was thick with no branches, it was considered that the lead could achieve stable fixation; however, the lead did not pass through the curvature. It was reported as a problem with the lead. Another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.